Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the patient presented with phrenic nerve stimulation. The physician reprogrammed the lead parameters to resolve the phrenic nerve stimulation. The patient was stable with no adverse consequences.